Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was bent during priming. This was discovered before use. The following information was provided by the initial reporter: it's noticed that flow occluded and result from needle bent during priming.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unkown. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ pen needle was bent during priming. This was discovered before use. The following information was provided by the initial reporter: it's noticed that flow occluded and result from needle bent during priming.